Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast surgery with implantation of a 325cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging. As a result, the patient underwent removal and replacement with allergan implants on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the suspect medical device for evaluation. An evaluation was completed on (B)(6) 2022. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).